Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted, to provide the laboratory results. And the evaluation results on the device. The laboratory results showed, that no microorganisms were recovered from the samples taken from the insertion section, distal end and elevator mechanism, air/water channel and instrument/suction channel. After the laboratory testing, the device was returned to olympus service center for physical evaluation. The device was examined using a boroscope and revealed, a kink at approximately 40mm in the instrument channel from the distal end opening. There was stain found on the suction channel wall at the entrance from the scope connector side. In addition, there was a kink, that was also noted, in the suction channel at the same location of the stain. No debris found in the forceps elevator. The bending section cover glue on both ends were discolored, and the glue located at the bending section side was slightly open around the edges. The control body unit was stained. The device passed the leak test. The device was then serviced. And returned to the user facility.

Manufacturer narrative:
This supplemental report is being submitted to report additional information received. Additional information from the facility¿s gi lab manager states no patient infection occurred. Scope #(B)(4) cultured positive for s. Aureus on (B)(6) 2021 s.epidermidus & micrococcus luteus on (B)(6) 2021, staphypococcus (B)(6) 2021. No scopes have been recently eto sterilized. Before every wash the minimum effective concentration being checked. The endoscope channel is being brushed with a single use brush during manual cleaning. Pre-cleaning on the scope is being performed immediately after a procedure. Double cleaning is being performed. The endoscope is being leak tested prior to manual cleaning. The scope was not dropped or did not come in contact with a hard object. The oer pro aer is being used to reprocess the endoscope. There haven¿t been any problems noted with the aer. The last pm for the aer was (B)(6) 2021. Multiple technicians reprocessed this scope prior to positive culture. These are two scopes with 4 different positive cultures. The last reprocessing in-service conducted by an olympus endoscopy support specialist was (B)(6) 2021. All reprocessing personnel are trained on how to properly reprocess an endoscope. There have been no changes in the facilities reprocessing personnel since the last on-site visit by an olympus ess. The endoscope is being stored in a hepa filtered cabinet. The facility has (4) oer-pro automatic endoscope reprocessors onsite. In addition on (B)(6) 2021, an endoscopy support specialist met the facility¿s gi manger to discuss their scope failing culture. The customer informed the ess that they did another culture and the scope passed. The ess reported that the customer understood that since the culturing process was not within olympus protocol; the customer was going to review the hospital policies and the manufacturer's guidelines. A reprocessing in-service was previously given back in (B)(6) 2021; however, the gi manager wanted to schedule another one for the team members that missed it. On (B)(6) 2021, the ess returned to the customer¿s site and performed a reprocessing in-service with the staff that covered the guidelines on reprocessing the olympus scopes per the on-track form and reprocessing manual. The staff also performed a return demonstration to show they understood the process. The ess reported that the customer currently does not have a portable suction unit. This used to perform the suction cleaning with the mh-856 during the manual cleaning phase for the ercp tjf-q180v. The ess reported that the facility¿s gi manager will be implementing a non-olympus suction/flushing unit scope buddy plus soon to satisfy this requirement. The customer will also be using the olympus the oer-pro automated reprocessing machine to perform the high-level disinfection. The customer also understood that the olympus reprocessing manuals are the validated source of instructions. Please reference MFR. Report # 8010047-2021-12787 for second scope.

Manufacturer narrative:
The scope was returned to the service center and is pending evaluation. In addition, further communication with the customer requested for independent laboratory testing of the device. To date, confirmation from the customer for the independent laboratory testing and independent laboratory testing schedule has not yet been finalized. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that the scope has cultured positive three times since april for staph aureus, staph epi/micrococcus luteus, and coagulase negative staph. The customer believes there maybe internal damage inside the scope. The facility¿s sterile processing department and scope culturing super users watch the washing and culturing process and do not believe that this is where the problem is coming from. There were no associated patient infections reported.